Event description:
Pt underwent cataract surgery on 2/2/1998, and implantation of a staar model aa-4203vf intraocular lens. However, the dr stated that the lens was inserted into the capsular bag, as it opened it tore the bag. The lens was removed, an anterior vitrectomy was performed and a staar three-piece lens was implanted in the sulcus.